Event description:
On (B)(6) 2025, getinge us was notified in writing by the family of a deceased patient of alleged device performance issues involving an extracorporeal membrane oxygenation (ECMO) device used to treat the patient in 2021. Getinge was not aware of this event before (B)(6) 2025. On (B)(6) 2025, getinge received additional documents as part of the civil court filing at its facility in lake mary, florida. According to the documents received by getinge on (B)(6) 2025, the patient was twenty (20) years old; male; five (5) feet, ten and one half (10.5) inches tall; and seven hundred ninety-seven (797) pounds at the time of his hospitalizations in fall 2021. He had a medical history of asthma, who class iii obesity, and obstructive sleep apnea. He was diagnosed with covid-19 and began experiencing respiratory symptoms on 2021. He presented to providence centralia hospital in centralia, washington, on (B)(6) 2021 with worsening symptoms and was diagnosed with acute hypoxic respiratory failure secondary to covid-19. On (B)(6) 2021, the patient was intubated at st. Peter¿s hospital in olympia, washington, and subsequently transferred to good samaritan hospital in puyallup, washington. He continued to have worsening oxygen saturation, prompting his airlift to harborview medical center in seattle, washington, on (B)(6) 2021. He was placed on extracorporeal membranous oxygenation (ECMO) on (B)(6) 2021. According to the reporter, the ECMO pump malfunctioned three times, and on the fourth occurrence the hospital nurse informed the family that there was an issue with the pump, but the hospital declined to replace it. The reporter stated she was told by the doctor that the ECMO machine ¿was working good enough . . ..¿ the autopsy report notes that the patient had initial improvement while on the ECMO, but on (B)(6) 2021, experienced a resurgence of acute respiratory distress syndrome (ards) inflammatory physiology. For the remainder of his hospital stay, the patient required near maximal oxygen support via the ECMO circuit and ventilator with two oxygenator exchanges. It was further reported that the patient developed a significant bed wound measuring approximately nine (9) inches by seven and one half (7.5) inches. The patient subsequently developed multi-drug-resistant pseudomonas ventilator-associated pneumonia. He received broad spectrum antibiotics but developed sepsis and multisystem organ failure. He passed away on (B)(6) 2021 24 hours after going into septic shock. The final autopsy report stated the cause of death to be covid-19 pneumonia complicated by acute respiratory distress syndrome, ventilator-associated multi-drug-resistant pseudomonas pneumonia, and septic shock. At this time, getinge does not know which ECMO devices and/or disposables were used. No device has been returned for our evaluation. A review of getinge¿s complaint data base for (B)(6) 2021 to (B)(6) 2025 identified no complaints related to this event or specified hospitals. Additionally, the getinge local sales representative confirmed that any alleged performance issues or patient injury known to the hospital would have been logged as a complaint; our review reveals that no such complaint record exists. Additional information has been requested from the reporter but has not been received at this time. As the patient passed away, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
Any additional information will be submitted through medwatch as it becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected product was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Manufacturer narrative:
On 2025-11-12, getinge us was notified in writing by the family of a deceased patient of alleged device performance issues involving an extracorporeal membrane oxygenation (ECMO) device used to treat the patient in 2021. Getinge was not aware of this event before 2025-11-12. On 2025-11-21, getinge received additional documents as part of the civil court filing at its facility in (B)(6). According to the documents received by getinge on november 12 and 21, 2025, the patient was twenty (20) years old; male; five (5) feet, ten and one half (10.5) inches tall; and seven hundred ninety-seven (797) pounds at the time of his hospitalizations in fall 2021. He had a medical history of asthma, who class iii obesity, and obstructive sleep apnea. He was diagnosed with covid-19 and began experiencing respiratory symptoms on (B)(6) 2017. He presented to (B)(6) hospital in (B)(6), on (B)(6) 2021 with worsening symptoms and was diagnosed with acute hypoxic respiratory failure secondary to covid-19. On (B)(6) 2021, the patient was intubated at (B)(6) hospital in (B)(6), and subsequently transferred to (B)(6) hospital in (B)(6). He continued to have worsening oxygen saturation, prompting his airlift to (B)(6) medical center in (B)(6), on (B)(6) 2021. He was placed on extracorporeal membranous oxygenation (ECMO) on (B)(6) 2021. According to the reporter, the ECMO pump malfunctioned three times, and on the fourth occurrence the hospital nurse informed the family that there was an issue with the pump, but the hospital declined to replace it. The reporter stated she was told by the doctor that the ECMO machine ¿was working good enough . . . .¿ the autopsy report notes that the patient had initial improvement while on the ECMO, but on (B)(6) 2021, experienced a resurgence of acute respiratory distress syndrome (ards) inflammatory physiology. For the remainder of his hospital stay, the patient required near maximal oxygen support via the ECMO circuit and ventilator with two oxygenator exchanges. It was further reported that the patient developed a significant bed wound measuring approximately nine (9) inches by seven and one half (7.5) inches. The patient subsequently developed multi-drug resistant pseudomonas ventilator-associated pneumonia. He received broad spectrum antibiotics, but developed sepsis and multisystem organ failure. He passed away on (B)(6) 2021, 24 hours after going into septic shock. The final autopsy report stated the cause of death to be covid-19 pneumonia complicated by acute respiratory distress syndrome, ventilator-associated multi-drug resistant pseudomonas pneumonia, and septic shock. At this time, getinge does not know which ECMO devices and/or disposables were used. No device has been returned for our evaluation. A review of getinge¿s complaint data base for 2021-01-01 to 2025-11-15 identified no complaints related to this event or specified hospitals. Additionally, the getinge local sales representative confirmed that any alleged performance issues or patient injury known to the hospital would have been logged as a complaint; our review reveals that no such complaint record exists. Additional information has been requested from the reporter, but has not been received at this time. Based on the results of our thorough investigation, the reported event was confirmed to have taken place, but we could not verify that a getinge product malfunctioned during care of the patient. This complaint will be reopened and further evaluated if getinge receives additional relevant information.

Event description:
Complaint ID (B)(4).